Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 29ga 1/2in 10bag 500 twn had damaged unit packaging before use. The following was reported by the initial reporter: "the customer opened a box and found the pack already damaged. Within the damaged pack, there was a loosen orange cap detaching from syringe."

Event description:
It was reported that a syringe 1.0ml 29ga 1/2in 10bag 500 twn had damaged unit packaging before use. The following was reported by the initial reporter: "the customer opened a box and found the pack already damaged. Within the damaged pack, there was a loosen orange cap detaching from syringe."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9140636. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.